Manufacturer narrative:
Sensor (B)(4). Has been returned and investigated. An extended investigation has been performed on the returned sensor. Visual inspection was performed on the returned sensor and no issues were observed. The sensor was reprogrammed and found to be in state 5 (indication of normal termination). Linearity testing was performed and all results were within specification. No malfunction or product deficiency was identified.

Event description:
A customer reported low readings while scanning the adc freestyle libre sensor. On(b0(6) 2019, the customer first received the "lo" (40mg/dl or less) message when he scanned his sensor. He took a glucose tablet and rescanned after an unknown amount of time and received 3.1mmol/l. The customer self-treated with additional glucose tablets and re-scanned the sensor and obtained a 3.5mmol/l on the reader. Again, the customer self-treated with more glucose tablets. At 11 pm that evening, the customer obtained a scan of 5.8mmol/l. At 2 am the following day, he scanned his sensor received an unspecified low number and drove himself to the hospital out of concern due to the consistent low scan values. At the hospital, a blood glucose of 27mmol/l was obtained from a laboratory test and the customer was treated with unspecified medicated IV fluids for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release.

Event description:
A customer reported low readings while scanning the adc freestyle libre sensor. On (B)(6) 2019 the customer first received the "lo" (40mg/dl or less) message when he scanned his sensor. He took a glucose tablet and rescanned after an unknown amount of time and received 3.1mmol/l. The customer self-treated with additional glucose tablets and re-scanned the sensor and obtained a 3.5mmol/l on the reader. Again, the customer self-treated with more glucose tablets. At 11 pm that evening, the customer obtained a scan of 5.8mmol/l. At 2 am the following day, he scanned his sensor received an unspecified low number and drove himself to the hospital out of concern due to the consistent low scan values. At the hospital, a blood glucose of 27mmol/l was obtained from a laboratory test and the customer was treated with unspecified medicated IV fluids for hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported low readings while scanning the adc freestyle libre sensor. On (B)(6) 2019, the customer first received the "lo" (40mg/dl or less) message when he scanned his sensor. He took a glucose tablet and rescanned after an unknown amount of time and received 3.1mmol/l. The customer self-treated with additional glucose tablets and re-scanned the sensor and obtained a 3.5mmol/l on the reader. Again, the customer self-treated with more glucose tablets. At 11 pm that evening, the customer obtained a scan of 5.8mmol/l. At 2 am the following day, he scanned his sensor received an unspecified low number and drove himself to the hospital out of concern due to the consistent low scan values. At the hospital, a blood glucose of 27mmol/l was obtained from a laboratory test and the customer was treated with unspecified medicated IV fluids for hyperglycemia. There was no report of death or permanent injury associated with this event.